Event description:
It was reported the nurse is having issues with the port a cath huber needle leakaging from port access site. No other information was provided. Additional information received 06/20/2024: there is a serious injury due to multiple deacess which need multiple access. Many incidents happened where we need to prick the child many times due to needle bending, easily pulled out, leaking. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set is inconclusive because the original sample was not returned for evaluation. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed the infusion set was returned unopened in its original packaging. Nothing remarkable was observed throughout the returned device. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed the device was patent to infusion. The infusion set was pressurized with water using a 12 ml syringe and it was determined that no leaks were observed during this functional testing. Because the original device was not returned for evaluation, the complaint of a damaged infusion set is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the nurse is having issues with the port a cath huber needle leakaging from port access site. No other information was provided. Additional information received 06/20/2024: there is a serious injury due to multiple deaccess which need multiple access. Many incident happened where we need to prick the child many times due to needle bending, easily pulled out, leaking. A specific number of affected devices or patients was not provided by the complainant.